Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the initial complaint of inaccuracy was confirmed by analysts. The pump's expulsor will be replaced in order to bring the delivery into a more nominal range. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed the volume test. No patient was involved in this event. No adverse effects were reported.